Manufacturer narrative:
Na

Event description:
Pt underwent diagnostic procedure with successful boomerang placement. Dwell time was 30 minutes and manual compression time was 8 minutes to achieve final hemostasis. Pt sat up 2 hours post final hemostasis and started bleeding. Femostop was applied. The pt removed the femostop. The following morning a doppler indicated a small pseudoaneurysm. Successful compression was completed by the technician.